Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side ¿peri-prosthetic effusion¿ (implant date unknown), ¿edema¿ and pain breast¿. Additionally, ¿joint pain¿ was reported; this event is not device related.

Event description:
Healthcare professional additionally reported right "inflammatory episode that resolved spontaneously" and "mediastinal adenopathies associated with pulmonary micro and macro nodules" (non-device related). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, e1, e2, e3

Event description:
Healthcare professional reported right side ¿peri-prosthetic effusion¿ (implant date unknown), ¿edema¿ and pain breast¿. Additionally, ¿joint pain¿ was reported; this event is not device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device. Additional observations: deformation device observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Medical staff reported pei-prosthetic effusion in a context of joint pain and thoracic lymph nodes - edema/ pain breast peri-prosthetic effusion must - no macroscopic rupture - no fibrinous shell. Later, anatomical pathology results showed ''an inflammatory episode of the right breast a few months ago that resolved spontaneously¿. This record relates to the right side. The device has been explanted with capsulectomy.